Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After an unspecified guide wire was crossed, an unspecified balloon was used to predilate the lesion. After which, a 16x3.00 omega bare metal stent was selected and advanced to treat the target lesion but was unable to cross even after several attempts. The device was removed and was noted to have significant deformation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) and stent with a product mandrel and protective tubing. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. The hub/strain relief and portion of the hypotube were not returned from product analysis. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic inspection of the stent confirmed there was no damage. The returned portion of the device was 143cm from the separated hypotube to the distal tip. There was a complete hypotube separation 108cm from the end of the hypotube. There was pulled hypotube sheath material at the end of the hypotube fracture. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the broken hypotube or the reported event. Crossing difficulty cannot be confirmed via returned device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After an unspecified guide wire was crossed, an unspecified balloon was used to predilate the lesion. After which, a 16x3.00 omega bare metal stent was selected and advanced to treat the target lesion but was unable to cross even after several attempts. The device was removed and was noted to have significant deformation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.